Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not working anymore. Customer cannot recall blood glucose at the time of the call. The insulin pump was making beeping sound. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to faulty interface board. Unable to verify battery power loss alarm or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. The insulin pump had cracked case at display window corner, battery tube threads and minor scratched display window.